Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she put in a new sensor and she has been having a sensor error. Customer stated that the issue has occurred the last 5 times. Customer stated that her blood glucose was low because she was at the health care professional's office. Customer declined troubleshooting of the low blood glucose reading of 50 mg/dl. Customer treated with apple juice. Customer's last blood glucose was 109 mg/dl.